Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6) 2016. The patient experienced complications. Patient symptoms include: pelvic pain.

Manufacturer narrative:
Block a1: meshc-20211027-65714b2a (alt: meshc-20211027-7ad8e03f). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: this report is a duplicate of emdr report# 3005099803-2021-06434.

Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6) 2016. The patient experienced complications. Patient symptoms include: pelvic pain; correction: this report is a duplicate of emdr report# 3005099803-2021-06434.